Event description:
It was reported that the programmer displayed an error while using the analyzer. The programmer had lost communication with the analyzer. It is expected that the analyzer will be returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, there was no communication with this analyzer when it was connected to a programmer. The analyzer failed device testing, the 5v and 3.3v current could not be measured. Due to the parts required for repair being unavailable, the device was scrapped.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).